Manufacturer narrative:
Related MFR numbers: pm pt cable 2916596-2022-16094; system controller 2916596-2022-1609; hmt 2916596-2022-16090. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during left ventricular assist device (lvad) implant the heartmate touch wireless adapter lost connection with the system controller so that the healthcare providers could no longer control the device. The 'end session' button was hit and it was re-paired with the wireless adapter, but the screen was stuck on the screen that prompted connection of the patient cable to the system controller, which occurred for a span of more than 5 minutes. While the re-pairing was being attempted it was noted that the system controller also alarmed low voltage hazard, no external power, and backup battery not installed. During this time the patient's right vad (rvad) flows and hemodynamics were stable. The heartmate touch's bluetooth was restarted/reset, disconnected from the wireless adapter, and re-paired and it eventually worked again. The patient was sent to the intensive care unit (ICU) with a backup power module, patient cable, and system monitor available, so when the primary system failed again at 16:30 it was exchanged. The primary power module was checked by the hospital's systems engineer, and it appeared to be working well, though there was a significant crack in the back of the unit. Log files were then submitted for review and captured backup battery not installed events on (B)(6)2022 at 13:20-14:16, which appeared consistent with device implant. Low voltage events were seen at 14:14 while using the power module, and it appeared that the power module lost power. The backup battery was not enabled due to it not being installed. It was also noted that the patient cable was providing 13 v instead of the expected 14 v. A no external power event was seen at 15:36-15:37, which was due to what appeared to be a double power cable disconnect. At this time the patient was on battery power. Additionally, low speed advisory events were noted on (B)(6)2022 at 17:40 due to the fixed speed (set to 4800 rpm) being set lower than the low speed limit (5100 rpm). Low flow events were noted at 19:40-19:41, and again at 19:54-19:55. The patient was recovering in the ICU and was not harmed from this event. The new power module, system monitor, and patient cable were noted to be functioning without any issues, and the healthcare providers believe that the primary power module and patient cable were thought to be the cause of the events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power module housing was confirmed. The power module was returned to service depot for evaluation. The top and bottom housing and battery door were observed to be cracked/chipped, and two small cracks around the alarm silence button were also observed. The power module was functionally tested with the returned patient cable on a mock circulatory loop and was found to operate as intended without any issues or atypical alarms produced. The damaged components were replaced. The returned patient cable was also replaced and forwarded to product performance engineering (ppe) for further evaluation and was evaluated under the patient cable investigation. A full functional checkout was then performed on the power module and the unit passed all tests. The reported low voltage alarms and decreased voltages while connected to the power module are addressed under the power module patient cable investigation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect, low voltage hazard, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Section 3 of the IFU also informs the user of how to set up and use the power module and power module patient cable, including how to connect the patient cable to the power module. Heartmate 3 instructions for use (IFU) chapter 4 heartmate touch communication system¿ and the heartmate touch communication system quick start guide under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system, including how to set up the system and connect the tablet to the wireless adapter and system controller, how to determine the status of the wireless adapter, and how to use the heartmate touch app. These documents also warn that the heartmate touch system may be interfered with by other equipment, even if that other equipment complies with cispr emission requirements. Heartmate 3 instructions for use (IFU) chapter 7 ¿alarms and troubleshooting¿ and the heartmate touch communication system quick start guide under ¿troubleshooting¿ cover all heartmate touch alarms, including the disconnected system controller - heartmate touch app and communication lost to adapter - heartmate touch app alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.